Event description:
A malfunction alarm was reported with no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will use multiple daily injections as a backup therapy, and the pump will be replaced by technical support.